Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801804002- femoral head sterile product do not resterilize 12/14 taper- 61333944. 00771301100- modular femoral stem press-fit plasma sprayed cementless size 11- 61068334. 00784801301- modular neck p1 12/14 neck taper use with +0 heads only- 60982441. 00630505840- liner standard 3.5 mm offset 40 mm i.d. For use with 58 mm o.d. Shell- 61300322. 00625006525- bone screw self-tapping 6.5 mm dia. 25 mm length- 61288012. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00319, 0001822565 - 2021 - 02880, 0001822565 - 2021 - 02882. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported patient underwent a revision surgery approximately 12 years post implantation due to elevated metal ions. During the surgery, corrosion, tissue damage with muscle rupture, osteolysis and metallosis were discovered. The stem, head, and liner were revised without complication. Attempts have been made and additional information on the reported event is unavailable at this time.